Event description:
It was reported that the customer lost the meter yesterday with the christmas wrapping. Customer had a high blood glucose level of 500 mg/dl last night and 400 mg/dl this morning. Customer felt that his blood glucose was dropping. Customer was assisted with correcting the time and date. Customer treated with 13 units of insulin. Troubleshooting was performed and pump passed priming tests. Customer did not have a tubing clamp and will be sent one to continue troubleshooting. Customer will do the high pressure test later. Customer was advised to change the entire set, reservoir, and insulin. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.